Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error [low]) alarm in the warehouse on (B)(6) 2018. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found torn tape on the lower link switch flex which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 which was reproduced. System error 322 was verified through a review of the event history log and caused by a lower link switch flex tape that was torn. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.